Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and smart phone and an adverse event. Patient's father stated that they sought medical advice on how to deal with treatment during periods of signal loss, since the patient's school would not intervene without a written direction from their doctor. At the time of contact, the patient was stable. Additional patient information was is not available. No product was returned for investigation. However, data was received for evaluation. The reported event of loss of connection was confirmed. A root cause could not be determined.